Event description:
It was reported that the customer's device had alarmed low suspend. Customer stated that the device would suspend insulin delivery even though their blood glucose levels were below the limits programmed. Customer performed self test and device passed. Advised customer to monitor device. Customer's blood glucose level 150 mg/dl provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).